Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of erroneous results for a urine sample for 1 patient tested for albt2 tina-quant albumin gen.2 (albu2). The erroneous results were reported outside of the laboratory. The initial albu2 result was 204.369 mg/l with a data flag. This result was reported to the patient¿s physician. Immunoelectrophoresis testing was also performed due to this result. The results from this were requested but have not been provided. On (B)(6) 2016 a new urine sample was obtained and the albu2 result was 1156.35 mg/l. Due to this result, the sample from (B)(6) 2016 was repeated using a 1:20 dilution and the result was 4040 mg/l. The customer also stated that a 1:10 dilution produced a result of 200 mg/l with a data flag. No adverse event occurred. The albu2 reagent lot number was 183150. The expiration date was requested but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided. The repeat albu2 result of 4040 mg/l was believed to be correct and correlates with the tp result of 4201.91 mg/l. Potential root causes of the issue may be that the patient sample was mixed up with another sample or the patient sample was manually diluted prior to measuring. Calibration and quality controls seem to be ok based on the data provided by the customer.

Manufacturer narrative:
The results from immunoelectrophoresis testing were provided along with additional relevant tests from the patient.